Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose level was 578 mg/dl. A manual insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.